Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during a kit inspection, it was noted that the thread of the rod is broken off in the shaft. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Corrected: d4 (primary unique device identification (UDI) number). The extractor was returned with all three components disassembled. All three components of the device are able to be assembled, the weight moves freely along the shaft. The threads at the tip of the extension component are severely deformed and appear stripped. There are nicks and scratches to the collar of the extension where the weight makes contact. The shaft and handle of the extractor also have nicks and scratches present. No other damage was noted during visual evaluation. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional similar related complaints for this item and the reported part and lot combination. The threads at the tip of the extension component are severely deformed and appear stripped. This device has an approximate field age of 6.5 years and the issue could be likely caused by repeated usage on the field. However, with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.